Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacturing location: (B)(4). Manufacturing date: 03 october 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a driving cap came off during the wash. It is unknown when the break occurred but the reporter believes the device was broken sometime on (B)(6) 2017 at the end of multiple cases performed on that day. It was reported that during the cases the device was noted to be fine, there were no intraoperative breaks of malfunctions during any of the surgeries. The break reportedly occurred at an unknown time during the sterilization process. The broken off tip fragment is missing and will not be returned for investigation. This report is for one (1) driving cap this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 03.010.475 lot number 9105449 driving cap was returned and reported that the tip broke during sterile processing. This complaint condition was likely caused by over two years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.010.475 driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system (technique guide). The device was returned and reported that the tip broke during sterile processing. This condition is confirmed; the distal threaded tip has broken off the device and was not returned. A rough fracture surface with a circular ridge exists where the tip used to be attached. The device was manufactured in 10/2014 and is over two years old. The balance of the returned device is in fairly worn condition consistent with use with a hammer. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers (B)(4). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.